Manufacturer narrative:
Mfrs investigation: device return: three (3) used tego connectors were returned for analysis and investigation. The used devices were identified as sample #1, #2, #3. Visual inspection and analysis recorded sample #1 tego connectors seal slit was torn/damaged. No obvious abnormalities with the two remaining tego connectors, sample #2 and #3. Functional and performance testing to the applicable tego product specifications was conducted. The results recorded no performance issues, out of spec conditions with the returned used tego sample # 2 or #3. Testing of tego sample #1 recorded the device failed leak testing. Further engineering analysis identified the source of the leakage was from a small tear in the corner of the tego slit. Additional evaluations: a review of the current molding, assembly processes and applicable tooling and equipment was conducted to determine if any fixtures, equipment or material handling conditions could potentially contribute to slit damage. The results did not identify any in-process contributing factors. ICU medicals continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable mfg processes and continue to monitor for any potential contributing factors. A review of the mfg lot build records for the reported lot # 2531940 (mfg date 07/2012) shows 14000 units were mfg, tested, inspected and released. There were no exception documents generated during the mfg build cycle. Conclusion: engineering testing and analysis replicated a leakage failure attributable to component damage on the one returned used d1000 tego connector. The exact cause(s) of the component damage/tear on the returned used d1000 tego connector cannot be determined. There were no performance issues and/or out of spec conditions replicated with the remaining two returned used d1000 tego connectors.

Event description:
Int'l ((B)(6)) complaint received reporting undefined leakage issues with use of d1000 tego connectors. It was reported (translated) "... Leak in the silicone lips". There were no reported adverse pt injuries/adverse consequences. Although additional info requested, including identity and availability of the involved mating devices no responses were received.